Event description:
It was reported that when the system is tracking it goes blank for a few seconds. There was an intermittent loss of live image. There is no report of pt injury or death .

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the svc call. The system was tested and found to be working as intended and placed back into svc.